Event description:
Additional information confirms that the patient continued to experience instability and pain with adl's 19 weeks after surgery.

Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4)